Event description:
The firestar balloon burst during the procedure. The target lesion was located in the lad. The lesion was moderately calcified with a 60 degree bend. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally and was able to maintain negative pressure. No resistance or friction was noted while inserting the balloon through the guide catheter and the hemostatic valve.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.